Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a ffr comet pressure wire. The rfid cable was not returned. The tip, device shaft, sensor port and the modulation values were examined for damage or any irregularities. The guidewire shaft showed 2 kinks. The 1st kink was located at 49.5cm from the tip and the 2nd kink was at 92cm from the tip. There was also some peeling of the coating at the 49.5cm location. No other damage was noticed on the shaft. The sensor port was clear. Since the rfid cable was not returned a test cable was used to check for modulation. The pressure wire was connected to the analysis support test bench and all applicable data was correct as designed, there was no difficulty in connecting the wire. The coefficient values could not be confirmed due to the devices rfid cable not returning with the device. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks and the peeling of the coating were attributable to handling of the device. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed 10 march 2018. It was reported that a comet pressure guidewire was used in the procedure with no issue. Returned device analysis revealed some slight peeling of the device coating.